Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered eight anti-tachycardia pacing (atp) and six shocks for what appeared to be an atrial driven rhythm with possible rapid ventricular response (rvr) due to an atrial arrhythmia. Technical services (ts) noted the therapy was not able to convert the rhythm and was unable to conclusively determine whether the therapy was appropriate. Additionally, this ICD recorded five pacemaker mediated tachycardia (pmt) episodes. Ts reviewed the reports with the health care professional (hcp). This ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.